Manufacturer narrative:
The returned device was evaluated. During inspection, the speaker was found to be very low and raspy despite being set to alarm level 4. Internal inspection revealed a broken bottom speaker and the front speaker was not sitting in the speaker well causing it to rattle and be muffled. The battery was also found to be disconnected. The battery was reconnected and the speaker was placed back into the speaker well and the device functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the speaker is broken loose within the device. No patient involvement was reported.